Event description:
The filter was initially implanted on (B)(6) 2011. The patient was undergoing a CT scan for a separate issue when it was noted that one of the filter legs had perforated the aorta. The patient is scheduled for filter removal due the following week of this report. Patient outcome is unknown.

Manufacturer narrative:
Expiration date is unknown, as information was not provided by reporter. Available images were evaluated and showed chronic caval perforations by celect filter legs with the leg lateral leg subsequently perforating the adjacent abdominal aorta. Also, the returned filter was investigated and one primary leg was deformed and out of shape. However, no evidence to suggest that this filter was not manufactured according to specifications. The IFU list "damage to the vena cava" and "vena cava perforation" as potential adverse event which have also been reported in the publically medical and scientific literature. However, based on the available information the root cause is unknown and no conclusion can be drawn. Monitoring of similar reports will continue.